Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information related to the reported event: the nurse reported that the instrument was removed with the trocar as the hinge of the instrument was stuck in the trocar. It was confirmed that no fragments fell inside the patient. The customer used a backup instrument to continue the case. No patient-related information was available. The procedure was completed robotically with no reported patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The prograsp forceps instrument was found to have a grip pin improperly swaged. As a result, the pin was loose and allowed for the grips to disengage from one another. The result of this failure is attributed to manufacturing. Additionally, there were findings unrelated to the reported complaint. The instrument had various scratch marks with light material removed on the main tube. The scratch marks were 0.22 0.187 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The root cause of this failure is attributed to mishandling/misuse. It was noted that the instrument had 10 lives remaining. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No procedure image or video was provided. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used the prograsp forceps instrument part# 471093-11 lot# n10200721-0162 on (B)(6) 2021 during a radical w/ lymphadenectomy prostatectomy procedure with system (B)(4). The instrument had 10 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the prograsp forceps instrument tips were loose and the hinge was on one side. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted surgical procedure, the tip of the forceps was loose. The site removed the forceps with the trocar and found the hinge was on one side. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury.